Event description:
It was reported the customer has been experiencing issues with air bubbles in the patient line and luer lock. Customer had high blood glucose levels. Customer reports she will run insulin through tubing to expel air bubbles.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.